Event description:
A report of the pt's precision system that was explanted due to infection was received. The pt's infection was at the pocket site, and the proximal end of the lead. The culture taken of the infection came back as staph infection. The pt was put on IV vancomycin and oral antibiotics. The pt is reportedly doing well.